Manufacturer narrative:
A mz1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24026429. The feedback provided by the customer states that, " the positive pressure connector was slow to rebound." Further information from the customer has stated that after perfusion, during the preparation for infusion, the positive pressure connector rebounded slowly and was easily contaminated, hence it was replaced to infuse the patient. The piston was not dented. Ordinary saline was used for infusion during the incident and the connector was connected to a weigao infusion set. Moreover, no visible defects were observed with the product. Additionally, no leakage was observed with the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24026429 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.

Event description:
On (B)(6) 2024, the geriatric medical staff used the clear needleless connector to place an infusion for a patient, and during the operation, they found that the positive pressure connector was slow to rebound and easily contaminated, so they re-replaced the clear needleless connector to place an infusion for the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.